Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the user reported the level sensor pad came off after about thirty minutes from sticking on unit. The customer tried to stick them back on during surgery. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.